Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 5 previously reported events are included in this follow-up record. Product return status: 5 devices were not available for evaluation. Additional information: 5 devices were not reprocessed or reused.

Event description:
This report summarizes 5 malfunction events in which the device had a component detach. 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 5 events were previously reported during the reporting period; however, - 5 previously reported events in this report should have been included under MFR report # 3015967359-2022-02077. - 0 previously reported events are included in this follow-up record. Additional information 0 devices were labeled for single-use. 0 devices were not reprocessed or reused. H3 other text : events reported on MFR report # 3015967359-2022-02077.

Event description:
This report summarizes 0 malfunction events in which the device had a component detach.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 5 device investigation types have not yet been determined. 5 devices were labeled for single-use. 5 devices were reprocessed or reused.

Event description:
This report summarizes 5 malfunction events in which the device had a component detach. 5 events had patient involvement; no patient impact.